Manufacturer narrative:
Correction: section h imdrf annex codes, device eval by manufacturer and manufacturer narrative. Upon investigation of this incident, device was fully functional. A field service engineer (fse) confirmed with customer that the device worked properly without any issues and it was communicated that the case could be reopened if the slide rails required replacement in the future. The system functioned as intended.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, had a drawer failure, or pharmacy technician unable to recover. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an eye dropper was lodged causing the drawer to open. A field service engineer (fse) removed the eye dropper to resolve the issue. Fse tested the drawer functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, had a drawer failure, or pharmacy technician unable to recover. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.